Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the distal end had foreign material and the adhesive on the bending section cover had detached. However, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. The most probable cause of the detached adhesive is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the distal end of the cysto-nephro videoscope had foreign material and the adhesive on the bending section cover had detached. There was no patient involvement.